Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the new medications added to the formulary identified as non-medication items by the system and the checkbox was greyed out, preventing changes. A technical support specialist (tss) confirmed that a facility setting was causing the issue. The "add facility non-med items only" option had been enabled in the facility settings, which led the system to misidentify the medications. The customer was advised to disable this setting and reintroduce the medications to the formulary. After making the changes, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medications that recently added has been identified as non medications on formulary. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.